Event description:
The customer's mother reported had 3 sensors and got sensor error alarms. Troubleshooting was done. Customer's blood glucose was 262 mg/dl. Customer treated with manual injection. Customer took off the cannula and came out in two parts.the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.